Manufacturer narrative:
Corrected data: h10 : the device was returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned and evaluated and confirmed that there were foreign objects in the nozzle. Additional findings include; forceps elevator knob and bending section cover had a chip. The following had a scratch, switch two, switch three, image guide protector, universal cord, grip, connecting tube, and protector of universal cord on control section side. The following peeled; paint on suction cylinder, paint on air/water cylinder, adhesive around objective lens and light guide lens. The adhesive on bending section cover had a crack and a white clouded area. Due to clogging of nozzle, water removal ability did not meet the standard value. Switch four had a cut and universal cord had a wrinkle. Plug unit was deformed. Control unit had discoloration and plastic distal end cover had a dent. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was angulation in the colonvideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.